Event description:
The user reported that in preparation for cardiopulmonary bypass, while a plastic 3/8 inch (0,95 cm) connector was inserted into the cannula tube, one or more pieces of the cannula tube material were detached from the cannula, resulting in particulate matter inside of the connector.

Manufacturer narrative:
Cannulae and connectors (mfg by another MFR) similar to, and made from the same materials as those involved in the reported event were evaluated. The connector was observed to have plastic "flash," resulting from the molding process, that formed a sharp edge. The edge of the connector was sharp enough to cut into the plastic material of the cannula tube, resulting in the reported observations. When connectors without sharp edges were inserted into the same cannula, no such cutting was observed. The cause of the event was concluded to be due to the sharp molded edge of the connector made by another MFR.